Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown side rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side posterior assessed as surgical damage. The event of "pathologically enlarged lymph node" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture, MRI confirmed, and "internal mammary chains pathologically enlarged lymph node." Also reported "enhancing nodule" and "septated cyst," which were determined not to be device-related. Device has been explanted.